Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Cts educated caller about the minimum fill recommendation and guided the caller through filling and loading a new cartridge onto the pump, which resolved the issue. Caller successfully resumed insulin delivery.